Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a delivery anomaly. Customer's blood glucose was 202 mg/dl. Customer reported of activating insulin pump to see how much insulin was left and insulin pump programmed 12.9 units and began to deliver. Customer reported of same issue occurring a month prior. Customer states he was not rewinding or priming insulin pump. Customer states there were no accidental button pressing. Customer did not feel comfortable with insulin pump function and requested that insulin pump be replaced.